Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019.

Event description:
It was reported that a noise occurs out of the left side of the housing at the time of a shift between inhalation and exhalation during ventilation. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR: 22nov2019. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the reported noise was the operational sound of the oxygen solenoid valve, which adjusted the oxygen flow, and echoed in the gas delivery system (gds). The reported noise does not indicate an abnormality or failure, and has a tendency to occur when high concentration of oxygen is set and there is a large leak. No parts require replacement. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.